Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On or around (B)(6) 2026, a report was received via the insulet customer care team indicating that the patient experienced a near-fatal event, which he attributed to an alleged over-infusion of insulin. The patient stated that the over-infusion was related to an inaccurate glucose reading from the cgm while using an omnipod 5 insulin pump system. The exact date of the event was not provided. According to the patient, emergency medical services (ems) were called, and he reported that they were able to ¿revive¿ him. No further details were provided regarding the nature of the interventions performed by ems, the patient¿s symptoms, or any clinical findings at the time of the event. No cgm data, fingerstick blood glucose (fsbg) values, or corroborating medical records were available to confirm the reported discrepancy or the alleged over-infusion. Additional follow-up was attempted to obtain further details; however, the patient declined to provide any additional information regarding the incident. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.